Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during the immediate post op period it was noted that the surface of the lens was partially opaque. There is no report of any consequence to the patient. Additional information has been requested but no new information has been provided.